Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridges onto the pump. The customer reported that this issue did not affect insulin deliveries. As the issues had occurred in the past, no troubleshooting could be performed. There was no reported adverse impact to the customer's blood glucose level.